Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Sleeve gastrectomy- "the surgeon observed incomplete haemostasis and regular bleeding after several sealing activations. The number of sealing activations is unknown. The generator completed each sealing with successful sealing activation sound but the surgeon could observe that the tissues were bleeding. After several sealing activations the haemostasis was successful." Patient status: no patient injury.

Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Although the root cause could not be confirmed, applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate this type of event. This report, incident (B)(4), medwatch no: 2027111-2017-00038, is related to one hand-piece report, incident (B)(4), medwatch no: 2027111-2017-00037, and one electrosurgical generator report, incident (B)(4), medwatch no: 2027111-2017-00044. Refer to the hand-piece device and electrosurgical generator reports for their respective investigation summaries.

Event description:
Additional information received from the sales rep on 23 january 2017: epiploon tissue was being sealed on when the insufficient hemostasis was observed. Thickness was 1 to 5 mm. Bleeding was not observed from a specific vessel seal. Reopening of coagulated arterioles, inducing active and pulsatile bleeding. It is not known how often throughout the procedure the insufficient hemostasis was observed. The jaws of the device were cleaned during the procedure with compress and physiological serum. It is not known how often they were cleaned. The surgeon noticed a small improvement when the jaws were cleaned. It is not known where along the seal site with respect to the jaw the insufficient hemostasis was observed. Eschar buildup on the jaws was observed when the insufficient hemostasis occurred. Patient did not exhibit any vascular pathology and was not given any anticoagulation medicine. The device was not used on diseased or inflamed tissue.